Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 1 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer had one poly bag with a hole in the top. Also, could not remove the orange cap on two syringes and had one syringe that didn't have a needle. Event description per attached email states: consumer reported having one poly bag with a hole in the top of the bag. Also reported she could not remove the orange caps on 2 syringes and 1 syringe didn't have the needle when she removed the cap. Stated she is using the 1/2 ml, 12.7mm, 30g syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-11. H6: investigation summary: customer returned (13) 30gx12.7mm, 0.5ml bd insulin syringes from lot 9231049. Consumer reported 1 syringe didn't have the needle when she removed the cap. All 13 returned syringe were examined, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. No issues regarding a missing cannula were observed on the other 12 syringes. Consumer reported she could not remove the orange caps on 2 syringes. All 13 returned syringes were examined, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. Consumer reported having one poly bag with a hole in the top of the bag. The returned polybag was examined, and it was observed that 10 syringes were inside. It was also observed that the polybag was open along the top seal. A review of the device history record was completed for batch# 9231049. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842348] noted that did not pertain to the complaint. Capa1630423 has been opened to address this issue.

Event description:
It was reported that 1 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer had one poly bag with a hole in the top. Also, could not remove the orange cap on two syringes and had one syringe that didn't have a needle. Event description per attached email states: consumer reported having one poly bag with a hole in the top of the bag. Also reported she could not remove the orange caps on 2 syringes and 1 syringe didn't have the needle when she removed the cap. Stated she is using the 1/2 ml, 12.7mm, 30g syringes."